Event description:
The customer reported to customer service that the black box that plugs into the wall came apart where the two pieces fit together. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(4) 2012, she indicated that she did not witness any smoke, fire, sparking, or melting but confirmed a breach in the transformer housing, stating that it initially pulled apart at the bottom where the cord comes out, but eventually it came apart all around. There was a crack on one of the housing corners. Customer did not recall ever dropping the unit. As of the date of this report, the original power supply has not been returned for testing/analysis. However, the customer reported that the transformer housing was broken, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed.